Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 3/28/16. The bwi failure analysis lab noted the returned catheter condition. The tip section was cut off 11 cm from the tip. This condition was reported in the 3500a. The lasso loop was squashed. Spine twisted between ring #2 and ring #3. Spine twisted between ring #4 and ring #5. These returned conditions have been assessed as not reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
There appears to have been deviations in the procedure and the recommended biosense webster instructions for use (IFU). Under precautions in the IFU: to prevent entanglement of the catheter into the ventricles, care should be taken when using the catheter in or around the atrio-ventricular valve region. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: 1.non-biosense webster ¿ mullins sheath; 2.carto 3 system: model #: m-4800-01, serial #: (B)(4). 3.smartablate generator: model #: m-4900-107, serial #: (B)(4). 4.smartablate pump: model #: m-4900-109, serial #: (B)(4). Evaluation, methods : no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device not returned. (B)(4).

Event description:
It was reported that a patient underwent a redo paroxysmal atrial fibrillation (afib) procedure with a lasso navigational variable eco catheter and suffered a cardiac valve rupture which required surgical intervention. The patient&#62688;medical history was unknown. The physician had performed the transseptal puncture and crossed into the left atrium with the lasso navigational variable eco catheter in the mullins sheath. The catheter advanced across the mitral valve and became entangled in one of the leaflets. After maneuvering to free the catheter (pulling and torquing), the physician was able to remove it from the patient. When the catheter was removed, it had a piece of tissue (valve leaflet) attached to it. The patient was taken to the intensive therapy unit (itu) for surgery for a mitral valve repair. No ablation had been performed. There is no information about the hospitalization. No further information was known regarding the patient status. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a redo paroxysmal atrial fibrillation (afib) procedure with a lasso navigational variable eco catheter. The physician had performed the transseptal puncture and crossed into the left atrium with the lasso navigational variable eco catheter in the mullins sheath. The catheter advanced across the mitral valve and became entangled in one of the leaflets. After maneuvering to free the catheter (pulling and torquing), the physician was able to remove it from the patient. When the catheter was removed, it had a piece of tissue (valve leaflet) attached to it. The patient was taken to the intensive therapy unit (itu) for surgery for a mitral valve repair. No ablation had been performed. There is no information about the hospitalization. No further information was known regarding the patient status. A portion of the catheter which includes the lasso loop was returned, which is expected since it was reported that the catheter was cut during the procedure. The lasso loop was found squashed and with the spine twisted. The catheter outer diameters were measured and they were found within specifications. According to the event description, the lasso navigational variable eco catheter was advanced across the mitral valve and became entangled in one of the leaflets; the catheter loop damages observed might be related to the efforts to disengage the catheter from the mitral valve. The instructions for use (IFU) states that in order to prevent entanglement of the catheter with the valves, care should be around the atrio-ventricular valve region. It is also states that careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The device history record (DHR) cannot be reviewed since the lot number was not provided. The customer complaint has been verified. Based on available analysis results, the failure mode does not appear to be caused by any internal biosense webster, inc. Processes. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.